Manufacturer narrative:
(B)(4). Correct statement: this is a reusable OEM device; therefore, a lot history review was not applicable. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, t.w. Power supply customer called and said the control knob on the power supply broke off, and would like a replacement and or knob. They are still using the power supply but need a replacement knob or power supply.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, t.w. Power supply customer called and said the control knob on the power supply broke off, and would like a replacement and or knob. They are still using the power supply but need a replacement knob or power supply.